Event description:
It was reported that during a port placement procedure via the right internal jugular vein, after the port was placed, when drawing blood before pocket suture, air was allegedly drawn out instead of blood. It was further reported that the port hub was then removed and found to be leaking air. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. One photo and one video were reviewed. The photo showed a purple MRI powerport body attached with a catheter lock facing the appropriate direction to a very small segment of blue catheter, consistent with 8 fr groshong catheter material. The view of the port body was of the top, roughly from the port stem side. There was a small gap on the left side of the port stem between the port cap and the port base that was not visible on the other side. No cracking, fracturing, or holes were apparent in the catheter lock, the catheter, or the port body. The video showed a purple MRI powerport body, catheter segment, and catheter lock similar to that in the photo. A clinician appears to be testing the port body with a syringe and needle, applying positive and negative pressure to the port system. Air entered the syringe upon application of negative pressure and fluid leaked from the port assembly during application of positive pressure. The clinician pressed down against the distal end of the catheter segment. The leakage seemed to be coming from the interface between the catheter and port body, or nearby. The leakage consisted of both spraying and dripping. Therefore, based on the photo and video reviews, the reported failures of aspiration difficulty and air in the device are confirmed, as well as the observed failure of fluid leak. Port was placed on 12/25/2022 but expiration date was 09/30/2022. However, no evidence indicates that the expiration of the device contributed to the event, and this will therefore be considered incidental information. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure via right internal jugular vein, after the port was placed, when drawing blood before pocket suture, air was allegedly drawn out instead of blood. It was further reported that the port hub was then removed and found to be leaking air. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo and video were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.